Event description:
Hcp reported device system was removed due to a staph infection. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when additional info is received.